Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) shut down and could not be turned back on. The epg passed all incoming functional tests. It was indicated that multiple external components were damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) shut down and could not be turned back on. The epg was returned for service. There was no patient involvement.